Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 550 mg/dl. Suspected cause was due to the customer¿s carbohydrate ratio and basal rate needing adjustments. Customer addressed bg level via manual dose injection and correction bolus. Customer updated the carbohydrate ratio and basal rate setting to address the event.